Event description:
The catheter creases, like a sock. Additional info was requested and received in april 2004. The catheter was placed with difficulty, then when removing the guidewire, the catheter creased. No pt injury was reported. The lot number was requested bot not yet received.